Event description:
Caller reported that an occlusion alarm occurred, but cts could not verify the alarm number in the pump history. The issue caused the customer's blood glucose level to read "high," but the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via mdi and did not require third-party assistance. The issue was resolved by changing the cartridge and resuming insulin. Additionally, the customer was educated to change cartridges every 48 hours, which they understood and acknowledged. There was no need for further assistance, and cts decided to close the case.